Manufacturer narrative:
Patient information was unavailable from the site. Initial reporter not known at the time of reporting. The manufacturer representative went to the site to test the imaging system. The reported issue was not confirmed. They performed multiple 3d images. They could not recreate the symptom. They think rebooting of the system likely resolved the issue. A system checkout was performed and they instructed the site on powering down system after use. Because it was found prior to the acquisition, the system was left powered on approximately 76 hours sitting idle. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used in a sacroiliac and thoracolumbar procedure. It was reported that the site stated that the system would not perform a 3d spin. The system would perform 2d images. Navigation was aborted. No impact on patient outcome.

Event description:
Additional information was received stating that there was no troubleshooting performed by the manufacturer representative because t hey did not want to wait. No spins were taken. There was about a 5 minute delay in the case.

Manufacturer narrative:
H2) additional information was added to the event description. Patient information was received. Surgeon name received. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.